Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery (ica) using a penumbra system red 72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max), a short sheath, and a guidewire. During the procedure, the physician placed the short sheath and neuron max in the patient. While advancing the red72 over the guidewire through the neuron max, the physician kinked the red72 outside the tip of the neuron max which created an ¿s¿ shape toward the distal end of the red72. The damage to the red72 could not be seen under fluoroscopy because the visible window on the screen was focused at the tip of the red72 and not the tip of the neuron max; therefore, the physician continued to advance the red72 to the ophthalmic artery. Subsequently, the physician became aware of the kink on the distal segment of the red72 and attempted to retract the red72; however, resistance was encountered. The physician then used more force to retract the red72 but was unsuccessful. Subsequently, the physician felt that the red72 had stretched and fractured. After taking a control picture under fluoroscopy, the physician confirmed that the distal segment of the red72 had stretched and fractured. The physician then called for a second physician who assisted in securing the fractured segment of the red72 in the descending aorta using a stent retriever. Next, the physician advanced a new neuron max parallel through a new short sheath via a new femoral access in the opposite leg and proceeded with a new red72 to successfully complete the thrombectomy procedure. Afterwards, the physician removed the first neuron max with the fractured proximal end of the red72 and left the stent retriever and the first short sheath in place. The physician then manipulated a guidewire into an ¿s¿ shape and used it to successfully remove the fractured distal segment of the red72 along with the stent retriever and short sheath. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 06/12/2023: section b. Box 5. Describe event or problem. Evaluation of the returned red72 confirmed that the catheter was stretched and fractured. If the red72 is retracted against resistance, the device may stretch and subsequently fracture. Evaluation also confirmed a kink on the distal fractured segment. This damage was reported to have occurred during advancement of the red72 outside of the neuron max distal tip during the procedure. This damage likely contributed to the resistance during retraction of the red72. Further evaluation revealed additional kinks along the catheter shaft. This damage was likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left common carotid artery (cca) using a penumbra system red 72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max), a short sheath, and a guidewire. During the procedure, the physician placed the short sheath and neuron max in the patient. While advancing the red72 over the guidewire through the neuron max, the physician kinked the red72 outside the tip of the neuron max which created an ¿s¿ shape toward the distal end of the red72. The damage to the red72 could not be seen under fluoroscopy because the visible window on the screen was focused at the tip of the red72 and not the tip of the neuron max; therefore, the physician continued to advance the red72 to the ophthalmic artery. Subsequently, the physician became aware of the kink on the distal segment of the red72 and attempted to retract the red72; however, resistance was encountered. The physician then used more force to retract the red72 but was unsuccessful. Subsequently, the physician felt that the red72 had stretched and fractured. After taking a control picture under fluoroscopy, the physician confirmed that the distal segment of the red72 had stretched and fractured. The physician then called for a second physician who assisted in securing the fractured segment of the red72 in the descending aorta using a stent retriever. Next, the physician advanced a new neuron max parallel through a new short sheath via a new femoral access in the opposite leg and proceeded with a new red72 to successfully complete the thrombectomy procedure. Afterwards, the physician removed the first neuron max with the fractured proximal end of the red72 and left the stent retriever and the first short sheath in place. The physician then manipulated a guidewire into an ¿s¿ shape and used it to successfully remove the fractured distal segment of the red72 along with the stent retriever and short sheath. The procedure ended at this point. There was no report of an adverse effect to the patient.